Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior implant, it was reported that the lead helix would not retract. The lead was replaced to resolve the event. The lead did not contact the patient and the patient was stable.